Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the inner insulation of the lead was extrinsically breached due to a cut. There was blood on the distal conductor of the lead and it was not obstructed and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant, due to the length of implant and the amount of blood ingress it is likely that the inner/outer insulation extrinsic breach/cut occurred during the implant and was contributing to the noise described in the event. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed recorded episodes of noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.